Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the patient side manipulator (psm) for failure analysis investigation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Based on the information provided at this time, this complaint is being reported due to the following conclusion: a da vinci system malfunction occurred, rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
During a da vinci-assisted surgical procedure, it was reported that non-recoverable fault 281 appeared for patient side manipulator (psm) 1. The customer rebooted the system, but the error returned. The customer performed a hard power cycle under the field service engineer' (fse)guidance on the phone, but the issue persisted. The procedure was converted to open surgery with no report of patient harm or injury. There was a 60 minute surgical delay due to the reported issue. Intuitive surgical inc. (Isi) followed up with the fse and obtained the following additional information: the system functionality was checked upon powering on the system. The system initially powered on without errors. When the error 281 occurred, all manipulator leds were red, the system determined as unable to be used. Then nurse performed a hard power cycle per the fse's recommendation, but the system reported error 16 upon startup. All the manipulator leds were still red, and the system was confirmed to not be usable. The customer then converted the procedure to open. The nurse stated there was no impact to the patient due to the system problem. The fse was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not reproduced during the field evaluation; however the fse proactively replaced the psm. The system was tested and verified as ready for use.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in sections: d4, d10, e4, g4, g7, h2, h3, h6, h10 corrected information can be found in section h10. 4310 - the patient side manipulator (psm) was returned for failure analysis, and the reported failure was not replicated. A test drive was performed in normal mode with no issues. Tests performed via dte (diagnostic test engineering) and matlab passed. The following parts will be replaced as a precaution: cannula junction board printed circuit assembly (cjb pca) l4 switch. No trouble was found with the psm. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No other complaints related to this product and/or this event have been reported by the hospital. No image or video was provided for review. An error log review was performed by technical support when the customer reported the issue and by the field service engineer (fse) who was dispatched to the site. Corrected information: the system generated errors 40068 and 23 in addition to error 281 (reported in the initial MDR) when the reported issue occurred. The fse confirmed all errors pointed to the patient side manipulator (psm) 1 failure.